Event description:
Caller states that a patient(s) received the following results on an inform meter, compared to lab results: 82 mg/dl (inform) and 46 mg/dl (lab) - within 2 minutes no actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.